Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with unit 10160677. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing for a quantitative analysis of water quality. Cardioquip notified the customer of the potential contamination via email on 05/03/2023. Because the hpc test results came back above the cfu limit specified by cardioquip, it was then recommended by epidemiology that the device receive an internal water pathway replacement. Following the internal water pathway replacement, an inspection was performed and the device is fully functional.